Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 375cc saline breast prosthesis, catalog #3502375, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 375cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was confirmed by the doctor¿s office. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 12/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White and yellow material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease extending to both views. A rent was discovered within the crease on the posterior view measuring approximately 0.9 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. With the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/28/2018, mentor received additional information about the event. The patient developed capsular contracture (baker grade ii) in both breasts. Patient code capsular contracture has been added. The capsular contracture in the left breast will be reported to the FDA in a separate medwatch report. On 12/12/2018, mentor received additional information about the event. The mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient had both left and right breast prostheses removed and they were replaced with mentor smooth round moderate plus profile 400cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).